Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: addrs1p, implanted: (B)(6) 2011. (B)(4).

Event description:
The patient further reported flatlining twice, and "had they not been in the right place she could have died." The patient added that their ribs were also broken as a result of this event. Follow up was unsuccessful in confirming the patient's report.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead exhibited loss of capture at full output, in both unipolar and bipolar. The lead was capped and replaced. No patient complications have been reported as a result of this event.

Event description:
It was further reported that a clinical data review of the rv lead indicated a lead warning had triggered due to high impedances. No noise was evident in any of the electrograms in memory.

Manufacturer narrative:
Product event summary: the lead was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance on the rv (right ventricular) pacing lead was beyond the expected upper range. (B)(4).